Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on 3 november 2021, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2022, a 12-month follow-up computerized tomography (CT) scan was performed and showed no pericardial effusion or embolization of the device. When the core lab analyzed the CT, they suspected a thrombus located on the superior edge of the device near the pulmonary vein. The suspected thrombus was measured 9.4x8.5mm in size, pedunculated in shape, and not diffuse or mobile. The core lab also stated they suspected the device was not seated completely in the left atrial appendage. Neither event have been confirmed by the clinical research site. The patient continues to be monitored in the clinical study. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on 3 november 2021, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2022, a 12-month follow-up computerized tomography (CT) scan was performed and showed no pericardial effusion or embolization of the device. When the core lab analyzed the CT, they suspected a thrombus located on the superior edge of the device near the pulmonary vein. The suspected thrombus was measured 9.4x8.5mm in size, pedunculated in shape, and not diffuse or mobile. The core lab also stated they suspected the device was not seated completely in the left atrial appendage. The clinical site confirmed that no thrombus occurred. The patient continues to be monitored in the clinical study.

Manufacturer narrative:
An event of suspected thrombus located on the superior edge of the device was reported. It was also reported that the clinical site confirmed that no thrombus occurred. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 health effect - clinical code: code 4440 removed h6 medical device problem code: code 4001 removed.